Event description:
A call to technical services on (B)(6) 2011 states that rep called regarding a problem importing data saved to disk from device to paceart. Getting message about 'unsupported software version'. Discussed - save to disk done to new data disk. Sounds like paceart sw may not support device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).